Manufacturer narrative:
H3 other text : third party field service engineer.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log related to battery was not charging. The device evaluation is still ongoing.  A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacture previously reported, a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log related to battery was not charging. The device's internal battery and detachable battery were replaced to address the issue.